Manufacturer narrative:
Manufacturers ref# (B)(4). D4) lot #: e4236241, e4458975. D4) catalog #: zta-p-34-161, zta-pt-32-28-201. G4) PMA/510(k): p140016. H10) FDA ref# 3002808486-2025-00106. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: ((B)(6): zenith alpha thoracic post market retrospective study) a type ib endoleak was reported 1033 days post-procedure. On (B)(6) 2022, the 57-year-old male patient was routinely treated for aorto-oesophageal fistula with placement of a zta-p-34-161 and a zta-pt-32-28-201. Prior to the study procedure, on (B)(6) 2009, the patient underwent placement of a mechanical bentall, a hemi arch with reimplantation of the supra aortic trunks and elephant trunk. Follow-up imaging on (B)(6) 2022, and on an unknown date near the 2-year follow-up visit on (B)(6) 2024 revealed no evidence of device issue and no endoleaks. Follow-up imaging on (B)(6) 2025 revealed no evidence of device issues and a type ib endoleak. The site have entered progression of aortic dissection, which required an secondary intervention due to ¿inadequate sizing,¿ though it is noted as not related to the study device or procedure. Patient outcome: no follow-up imaging data has been entered to indicate the status of the endoleak.

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: from a post-market study cook became aware of a 57-year-old male with a type a dissection who on (B)(6) 2009 had placement of a mechanical bentall, a hemi arch with reimplantation of the supra aortic trunks and elephant trunk. On (B)(6) 2022 the patient had a procedure after the patient developed an aorto-oesophageal fistula with haematemesis. Two zta devices were registered for this procedure a zta-p-34-161 and a zta-pt-32-28-201. The proximal seal zone was reported to be 11 mm, and the proximal neck diameter ranged from 24-28 mm, while the distal neck diameter ranged from 23-29 mm. It has not been possible to receive information on the order in which the devices were placed. On the follow ups for 1 month, 6 months and 2 years the maximum diameter of the treated descending aorta is noted to be 36-37 mm. Progression of aortic dissection distal to the study stent on (B)(6) 2023 is registered as an adverse event. Intervention was performed (B)(6) 2023 and is an endovascular procedure with placement of a stent distal to the left subclavian artery. The event is noted to be not related to study device or procedure but to inadequate sizing (this complaint) on (B)(6) 2025 evidence of a type 1b endoleak is registered. It has not been possible to receive information on the outcome of the endoleak (related complaint). The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. Progression of dissection distal to the implanted zta device was reported, and it is assumed that this progression could be related to a stent induced new entry tear. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. Based on the review of the manufacturing records it was found that the zta-pt-32-28-201 was produced on 10oct2023, why it could not have been implanted in the initial procedure on (B)(6) 2022. It is assumed that only the zta-p-34-161 was implanted in the initial procedure and the zta-pt-32-28-201 was placed as part of the intervention for progression of dissection performed on (B)(6) 2023, even though it was reported that a stent and not a stent-graft was implanted during the intervention. There is evidence to suggest that user did not follow the instructions for use and/or label. The devices were placed in a patient with dissection and aorto-oesophageal fistula. Per the instructions for use the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patient populations with aortobronchial and aortoesophageal fistulas or dissection. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause was identified. The event is assessed to have occurred due to the use of the device in a patient with dissection and aorto-oesophageal fistula with the subsequent anatomical and disease related limitations. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.